Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 400 mg/dl and injections were delivered to address bg level. While contacting tandem technical support it was indicated that the pump resumed insulin delivery.